Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Evaluation on-going as of the date of this report.

Event description:
Country of complaint: (B)(6). Complaint description: breaking thread (suture).